Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation this morning and had a "call your doctor enter code eos" message on his pt programmer. It was noted that he used the therapy 24 hours a day, seven days a week and had it "maxed out". He had a follow up appointment with his physician later this month. Further info was requested.